Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the image was flickering during testing. Additionally, the device failed the scope leak test due to a pinhole in the distal end. Excessive scratching was also noted on the distal end. The adhesive on the distal end was cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus sales representative (rep) reported that the customer's endoeye flex defectable videoscope was not producing an image during preparation for a therapeutic procedure. According to the initial reporter, when he touches the cord it seems to short in and out as if there is a connection issue. Reportedly, the intended procedure was completed with no patient harm noted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that physical stress on the bending section caused the event. Olympus will continue to monitor field performance for this device.